Manufacturer narrative:
The sample has been received and the evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The surgeon reported that poor cutting of the probe occurred during surgery. The problem was solved after replacing the product with another one. No pt harm was reported. No additional info expected.